Event description:
An employee was transferring a resident using an ez way sit to stand patient lift. While transferring the actuator on the lift broke causing the resident to fall to floor where he sustained a neck fracture. FDA safety report ID# (B)(4).